Event description:
Per the clinic, the patient decided to refused to use the device due to unknown reasons. Reprogramming was attempted but did not alleviate the problem. Clinical investigation is underway.the implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).